Manufacturer narrative:
(B)(4). Device manufacture date: august 11, 2015 ¿ august 12, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, via the naked eye and microscopically, the rupture was observed. The reported condition was verified. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured. The device was filled with 2300 g of vancomycin in 240mls of normal saline. The event occurred sixteen hours into the infusion. The rupture occurred during administration. There was no patient injury or medical intervention associated with this event. No additional information is available.